Manufacturer narrative:
Corrected information in d.4 and h.4. Investigation is ongoing.

Manufacturer narrative:
The valve remains implanted and is not available for return. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to this complaint. A lot history review revealed no other complaints for valve frames damaged during use. As the frame damage was unable to be confirmed, a complaint history review is not required. The instructions for use (IFU), device preparation training manual, and procedural training manual were reviewed for instructions or guidance for proper preparation and use of the devices. During delivery system insertion through the sheath, correctly orient the delivery system and check the position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The frame damage during use was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance contributed to the reported event. However, a review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿after the commander delivery system with crimped valve was pushed through the esheath and was in the descending aorta, it was seen that one valve frame strut on the inflow side bent outwards about 2-3 degrees.¿ in this case, it was possible excessive device manipulation during delivery system advancement through sheath, so it could lead to inflow strut damaged. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A corrective action preventative action (CAPA) has identified potential areas for s3u design/process improvement to mitigate against the failure. Due to insufficient of information, a definitive root cause was unable to be determined at this time. However, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A corrective action preventative action (CAPA) has been initiated to capture further investigation and corrective/preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. The CAPA is currently on implementation phase. The owner of the CAPA has been notified of this complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion, product risk assessment (pra) has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. The risk management worksheet documents the potential for position of thv with respect to native annulus, resulting valve implanted in non-target location, which did occur during this event. Trending analysis indicates the monthly complaint occurrence rate exceeded the september 2020 control limit for trend category ¿valve damaged¿ for sapien 3 ultra valve (s3u). However, the calculated occurrence rate for frame damage, resulting in valve implanted in non-target location for s3u complaints for past 12 months is within the range for probability of occurrence. Therefore, the established occurrence for the failure remains the same and the risks outlined in the pra remain the same.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 26mm sapien 3 ultra case by tf approach in the aortic position. After the commander delivery system with crimped valve was pushed through the esheath and was in the descending aorta, it was observed that one valve frame strut on the inflow side bent outwards about 2-3 degrees. In order not to risk any injury, it was decided not to proceed with the implantation and withdrawal of the devices was considered too risky. It was decided to deploy the valve in the descending aorta. New devices were prepared and a sapien 3 ultra valve was successfully implanted. The patient was doing well post procedure.